Event description:
The involved dialyzer reportedly developed a small volume blood leak during hemodialysis treatment. This event occurred during the 37th use of the dialyzer. The dialyzer was changed out, but the blood loss was minimized by reinfusng the in-line volume back to the patient. The lost volume was estimated at 20 ml of blood.